Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the left ventricular (lv) channel. The health care professional (hcp) wanted to know why they never received an alert. Ts reviewed the reports and noted that there was an alert, but the patient did not go to the clinic and the alert could not be retriggered until the patient is seen in the clinic for evaluation. The plan is to revise the lv lead. The device remains in use. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance on the left ventricular (lv) channel. The health care professional (hcp) wanted to know why they never received an alert. Ts reviewed the reports and noted that there was an alert, but the patient did not go to the clinic and the alert could not be retriggered until the patient is seen in the clinic for evaluation. The plan is to revise the lv lead. The device remains in use. No adverse patient effects were reported.